Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test, off no power, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected low battery or error alarms were noted. The insulin pump had an alarm in the history file for a corrupted history file. The insulin pump alarmed for an unexpected restart due to a broken solder joint on the interface board. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a broken reservoir tube lip, and a missing end cap sticker.

Event description:
It was reported that the customer had high blood glucose of 520 mg/dl. Caller stated that the customer's insulin pump was not working correctly, it was constantly alarming during normal use. Nothing further was reported.